Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on error on 8100 unit. Case resolution: tech was perform a pm test on 8100 unit, and stop the test before it was complete, right then he gets a channel error on unit and error code 13.1064.123 on unit which he need to reflash software on unit but if flash fails may have kill the logic board on unit, unable to run to perform flash needs to get flash files loaded onto his asm for version (B)(4) once he can located software title guardrail point of care for (B)(4) tech will call back for further assist get flash files load onto his firm ware files on asm. Tech thank me for my assist.